Event description:
It was reported that the catheter was noted to be leaking at the junction between the hard plastic hub and the reinforced segment of the catheter. The pt had a successful catheter exchange. No blood loss noted.

Manufacturer narrative:
A review of the mfg records indicated that all device specifications and quality requirements were satisfied. Without an evaluation of the device involved in the incident, we are unable to determine the cause or factors that may hae contributed to this event.